Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently fill the cannula while connected to the site with 0.3 units of insulin. Customer's blood glucose level was 200 mg/dl. Tandem's technical support educated customer that the fill cannula step is performed during fill tubing.